Event description:
The manufacturer received information regarding a rep dreamstation auto CPAP. The patient has alleged burning smell and brunt humidifier. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a rep dreamstation auto CPAP. The patient has previously alleged burning smell and brunt humidifier. There was no report of patient harm or injury. The device was returned to product investigation laboratory (pil). Pil confirmed the device powers on and provides airflow, a known good, heated tube heats, and a known good heater plate heats. During the investigation, pil observed: an unknown contaminant was observed on the accessory flip door, front panel, and iso port. A dust-like contaminant was observed on the accessory flip door, top enclosure, front panel, inside the inlet of the blower box, on the rear panel, iso port, bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the bottom enclosure and blower. A tobacco-like odor was observed coming from the blower and blower box. The blower box was observed to have a yellow-like discolored appearance. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint, or address the symptoms specified.